Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving dilaudid (20 mg/ml at 4.5 mg/day) and bupivacaine (20 mg/ml at 4.5 mg/ml) via an implantable pump for non-malignant pain, failed back surgery syndrome, other non-malignant pain, postlaminectomy pain, and spinal pain indications. It was reported that the patient had not been getting good relief as they had been getting. The physician suspected a catheter occlusion. There were no known factors that may have led or contributed to the issue. The physician brought the patient back to the operating room. The physician tried to aspirate the catheter via the catheter access port (cap) and got no draw back, indicating what the patient thought was an occlusion so the physician opted to replace the entire catheter. The issue was resolved at the time of report. The patient's weight and medical history were asked but unknown. The patient's status at the time of report was alive - no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2022, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2022, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 28-jan-2014, UDI#: (B)(4); product ID: 8709, serial/lot #: (B)(4), ubd: 06-mar-2003, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.